Event description:
It was reported that during a laparoscopic cholecystectomy procedure the case went well and there was no patient consequence. The following day the patient started having abdominal pain. A CT scan was performed and a bile leak was detected. It was noticed that the file had fallen off the tissue. The patient was transferred to another account so that a (ecrp)endoscopic retrograde cholangiopancreatography could be performed. The ecrp was performed and the leak was stopped. It has also been reported that the patient had an abscess around the abdomen due to the bile leak. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Conference call took place with engineering and customer quality associates with the surgeon and the following information was obtained: the surgeon placed two clips on the cystic duct during the initial procedure and did not observe any clip formation issues. He did not apply any torque or tension to the device during use. Post operatively the patient presented with a bile leak and an ercp was performed. The ercp resolved the leak and there was no need for a reoperation. The patient has fully recovered. The CT scan was not reviewed for clip presence after the post op leak was identified. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4): a CT scan was received and it appears to support the event description relative to a bile leak. The cause of the bile leak however could not be determined.